Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they performed a method comparison in (B)(6) 2017 for the elecsys prolactin ii assay (prol), comparing results from the cobas 8000 e 801 module (e801) to the cobas 8000 e 602 module (e602). The customer also performed a method comparison for prol between 19-(B)(6) 2017, comparing results from the e801 analyzer to an abbott analyzer. The customer found a 10 - 15 % higher recovery of the e801 analyzer compared to the e602 analyzer and abbott analyzer. Physicians complain about discrepant roche versus abbott results. A specific date of the event was requested, but was not provided. The customer excluded an influence in recovery of the samples caused by macro-prolactin as they perform polyethylene glycol (peg) precipitation with samples where macro-prolactin is assumed to be present. The customer provided data for a total of 98 patient samples that were tested in the method comparisons. Of these, 19 had erroneous prol results. Erroneous results were reported outside of the laboratory and urologists doubted these results. Refer to the attachment for all patient data. The customer complained especially about samples 15 and 17. Sample 15 was treated with peg and repeated on the e801 analyzer. No adverse events were alleged to have occurred with the patients. The serial number of the e801 analyzer is (B)(4). The serial number of the e602 analyzer was asked for, but not provided. The e602 analyzer is no longer installed at the customer site. The investigation found results from samples treated with peg and without peg treatment are not comparable. Only results from samples treated the same way are comparable. The results from the abbott method could also be influenced by macroprolactin detection, so macroprolactin may be responsible for the issues observed by the customer. Product labeling instructs the customer to performed peg precipitation in cases of implausible high prolactin values, so the amount of biologically active monomeric prolactin can be estimated. As no patient samples were available, no further investigations were possible.